Event description:
The consumer reported, using the product for an unspecified amount of time on her left hip. When the patch was removed, the consumer described redness and skin removal in four spots. The consumer did not seek medical attention at the time of the incident and treated the area with triple antibiotic ointment and bandaids.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before using if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation is being determined that the pt experienced temporary or medically reversible health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigliance.